Event description:
It was reported that prior to use, "the 1st clip got stuck and would not make it's way down into the jaws on both devices in the same case. Surgeon completed the case with a metal applier". No patient involvement.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use, "the 1st clip got stuck and would not make it's way down into the jaws on both devices in the same case. Surgeon completed the case with a metal applier". No patient involvement.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use, "the 1st clip got stuck and would not make it's way down into the jaws on both devices in the same case. Surgeon completed the case with a metal applier". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample's jaws revealed one clip in the box. The jaw mechanism was observed to be assembled correctly. No damage was observed on the outer tubing. A sink mark was observed on the handle near the safety pin hole. No other defects were observed on the device or the clips. There was biological material present on the device. R & d was consulted for this investigation. Upon functional inspection, the trigger was engaged to load the clip. The first clip correctly loaded and latched. It was noted that the click sounded off when the trigger engaged with the ratchet during the first fire attempt. There was a delay in the loaded apertured click. The second clip loaded halfway through the jaws and did not completely close. Clip stacking was observed on the third fire, causing the clip to be pushed forward by the other clips in channel. The device was disassembled. The device handle was over compressed. The handle frame broke before the handle frame separated. The ratchets were observed to be light on grease. The trigger ears were observed to be slightly sheared or compressed. Additionally, a sink mark was observed on the right handle. R & d concluded that the probable root cause of the sink mark is due to under packing during the injection molding process. The under packing resulted one of the trigger ears having compressed edges. Several actions were taken to address this issue as part of a non-conformance which was closed on 08-jan-2025. The sample was manufactured prior to these actions on 06-jan-2025. R & d concluded that the over compressed handle is unrelated to the clip stacking. The jaw mechanism was confirmed to be correct. The end of the feeder was observed to be bent. The clips were observed to be piled up and not equal distance from each other. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The reported complaint of "jamming - clip stuck in jaw area" was confirmed based upon the sample received. The device was returned with clip stacking in the channel. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. During functional testing clips misloaded due to the clip stacking. The r & d team was consulted regarding this complaint. Based on the customer description, the first clip misloaded. The IFU states " if three misloads occur, discard the device and replace with a new ae05ml." And "mishandling of appliers may result in improper load and/or closure of the ligating clip." This is established as the clips are loaded prior to entering the patient and can be discarded without harm to the patient. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing, indicating the damage to the tab occurred post-production. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. For this reason, the probable root cause of this issue could not be conclusively linked to manufacturing. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.